Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the lead was capped and replaced due to high thresholds. Patient condition after the procedure is fine.